Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient had complaints of dizzy spells and near syncopal episodes. Follow-up in the clinic found the patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead from another manufacturer had exhibited noise, oversensing, pacing inhibition, asystole less than 2 seconds, and inappropriate anti-tachycardia pacing (atp). Threshold and impedance measurements were within normal range. Surgical intervention was performed to cap the rate/sense portion of the rv lead, and a new rv lead was implanted. The crt-d remains in service. No additional adverse patient effects were reported.